Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported to the MFR, that the pt was at home being treated with coumadin for atrial fibrillation. Relatives had been calling the pt, and could not get in touch with them. When they went to the pt's home, they were on the floor, covered with blood, but was still responsive. Ot appeared to have fallen face first, and landed on their abdomen. They called the ems, and they was transported to a local ER. The ems did not take the hand-pump with the ot. The local ER called the vad coordinator at the hosp ad they got a hand pump, and went to the ER. At that time the pt was having red-heart alarms, and expired. An autopsy will be done. The device will be sent to the MFR for analysis.